Event description:
It was reported that the system 9800's c-arm had intermittent problems with vertical lift. It was further reported, that the collimator iris would remain closed for a minute or so following initialization. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the power supply ps3 was defective and was subsequently replaced. Also, there was an intermittent connector of a wire at the camera. The wire was repaired. The system was tested and found to be working as intended and placed back into service.